Manufacturer narrative:
Service was not dispatched. The event was isolated to a specific pt sample. The sample was collected into lithium heparin plasma with gel. Centrifugation time and speed were not supplied. The value was reduced to 0.46ng/ml when repeated with use of a commercial heterophile blocking tube. Quality control (qc) and system check data were not supplied. Samples from both pts were received for additional heterophile testing. Beckman coulter's customer product line support (cpls) laboratory neat doses reproduced the customers results in all samples. The dilution recovery was linear with the neat sample in all samples. Scavenger alkaline phosphatase (alp) had the greatest blocking effect. The average reduction (for all samples) of 99.1% demonstrates the presence of interfering substances in the samples. Cpls concludes that customer's results are falsely elevated because of interfering substances in pt blood. Heterophile interference is the root cause of the event. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), the interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-01745.

Event description:
The customer alleged two pts had elevated troponin (accutni) results which were reproducible upon repeat involving unicel dxi 800 access immunoassay system. This report refers to pt number one. Pt 1 had an elevated troponin value above the acute myocardial infarction (ami) cutoff of 0.5 ng/ml. These samples were discordant to another methodology which produced negative values. Both pt samples produced normal values after treatment with a commercial blocking tube at the customer's laboratory. It is unk if the erroneous results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event.